Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that there was noise on both channels of this patient's implantable cardioverter defibrillator (ICD) which was oversensed, leading to inappropriate antitachycardia pacing (atp) and shocks. It was suspected but not confirmed that the noise may have been due to interaction between this right ventricular (rv) lead and the patient's right atrial (ra) lead. Subsequently, a revision procedure was performed. The ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.